Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have an up coming dentist appointment due to them having pain in an upper left molar when they bite down. It is suspected there is a cracked molar from the aligners. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.